Event description:
An end user experienced an issue when using a 19cm solero applicator. The applicator was tested as per protocol with no issues. The applicator was placed in the sedated patient at which time the unit displayed an high reflective power message. Troubleshooting was performed; reattaching probe to solero, restarting machine, repositioning probe as instructed. However, the error was unable to be cleared. The settings on the unit for the procedure were100w/ 2min , then reduced to 80w for 2min, then 60w for 2 min. The error occurred at beginning of all settings. The applicator was removed from the patient and inspected when the hrp appeared. It was determined to not continue the procedure due to this event. The end user tested the applicator after removal from patient in saline and received the same error. The patient was reported as stable post procedure.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation.the customer's reported complaint description of the high reflected power (hrp) cannot be confirmed. No probe sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Inspect the solero applicator's pre-attached tubing sets prior to use. Do not use the device if the tubing sets have any evidence of damage (e.g. Kinks, cracks, etc.). Obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." Hardware unit review: the serial number of the hardware unit used during this event was not reported by the complainant. A review of the hardware service order history records cannot be performed. In addition, this customer account did not request a service order (complaint) for their hardware unit at the time of this probe event. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).